Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Correction to the initial MDR in block h11. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7070574. UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7072768 UDI: (B)(4).

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.